Event description:
Reporter alleged obtaining a result of 200 mg/dl on the active s system compared back to back with a result of 500 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter also alleged obtaining another comparison of 140 mg/dl on the active s system and 300 mg/dl on the aviva system when both of these results were performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the active. Reference medwatch report with patient identifier (B)(6) for the aviva. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Event description:
Customer reportedly obtained results on the advantage system consistent with the hospital's results on two occasions when a comparison was performed within 10 minutes. Customer alleges that she took insulin based on results in the 200's mg/dl from the advantage system and would subsequently feel low blood glucose symptoms a "few" hours later. Customer reports eating when this would occur. Customer alleges that since she has been taking insulin based on the device results which she claims are too high, she has to have cesarean section a month early. Requested return of suspect system, however, customer declined returning suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the active. (B)(6).